Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to infection. (Left) additional information received on (B)(6) 2016: updated description, added hospital, and added lot numbers. Age at primary: (B)(6), side: l. Primary asa: p2-mild disease not incapacitating additional information received on (B)(6) 2016: added components and updated description revision njr index no:(B)(4), sex: f, primary bmi: 0. Additional information received on (B)(6) 2018: added neck information.